Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly. The embolization coil had offset coil winds. Blood was present on the embolization coil and throughout the introducer sheath. Conclusions: evaluation of the returned smart coil revealed a device with offset coil winds. If the introducer sheath is not properly aligned inside the hub of the microcatheter, damage such as offset coil winds may occur. The offset coil winds likely contributed to the reported resistance. Further evaluation revealed coagulated blood on the embolization coil and throughout the introducer sheath. If blood coagulates on the device, this may contribute to the reported resistance. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils. During the procedure, while attempting to advance a smart coil through a non-penumbra microcatheter, the physician experienced resistance and the smart coil would only partially advance into the microcatheter; therefore, it was removed. The procedure was completed using another smart coil and the same microcatheter. There was no report of adverse effect to the patient.